Event description:
A low glucose reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unknown results obtained on an unknown device. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Symptoms experienced by the customer were unknown. The customer was admitted to the hospital; upon arrival the healthcare professional (hcp) obtained a glucose readings of 13 mmol/l on the hcp meter when compared to a sensor scan result of 8 mmol/l and was injected with insulin (dose, type unspecified) and had prescribed drugs for renal function for the treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.